Event description:
It was reported that the patient fell down stairs approximately 2 months ago. Following the fall the patient experienced no stimulation sensation when sitting up straight or standing on the left leg. The patient only felt stimulation when she leaned forward. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient did not have concerns regarding her device or therapy.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-33, lot# j0437531v, implanted: (B)(6) 2008, product type lead. (B)(4).